Event description:
It was reported that a one-link y-type intravenous catheter extension set had experienced a "complete occlusion". The user primed the y-set, one side with total parenteral nutrition (tpn) and the other side with dopamine. The y-set was then connected to two unknown sets, one containing tpn and the other containing dopamine. The end of the y-set was then connected to a dual-lumen umbilical vessel catheter. The tpn line was hooked up to a non-baxter large volume pump and the dopamine was hooked up into a mini-infuser pump. The infusion was initiated, however an occlusion was identified less than 5 minutes after the infusion had started. The user tried to flush the lines in order to establish flow, however the user was unable to. The occlusion was observed at the conversion of the three lines. There was patient involvement; however there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Therefore the customer reported condition could not be confirmed, nor could a cause be identified.